Event description:
After the 2008 retrieval of a fractured port-a-cath catheter fragment was removed, our interventional radiologist successfully removed what remained of the port-a-cath device from the patient. Original device had been inserted into patient the month before. Dates of use: 2 months. Diagnosis or reason for use: chemotherapy. Event abated after use stopped or dose reduced: yes.